Event description:
Same case as MFR# 2134265-2011-00083 and 2134265-2011-00084. It was reported that post a stenting treatment procedure the stents became occluded. In (B)(6) of 2002, two magic wallstents were implanted in the bypass to the right coronary artery (rca). Four years later in (B)(6) of 2004, a taxus express2 stent was implanted in the first diagonal branch. Four years later, in (B)(6) of 2008, the patient presented to the hospital with a myocardial infarction. The patient was put on oxygen and transferred to another hospital. Angiography was performed and it was discovered that the three previously implanted stents were 100% occluded. Balloon angioplasty was performed to treat the occluded stents. No additional patient complications were reported and the patient's current condition is okay.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)